Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 01/16/2018 to 09/18/2020 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that error code 571.6241 occurred. There was no reported patient involvement.